Manufacturer narrative:
H10: two (2) actual samples were received for evaluation. Visual inspection was performed and one of the samples was observed to be broken. Functional testing was performed, including clear passage and pressure testing; and the results were satisfactory. The reported leaks-cracked broken was verified for one sample. The cause of the condition could not be determined. The reported leaks-disconnection was not verified for both samples. The remaining sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) one-link needle-free IV connectors broke off in two pieces and the end of the piece with a rubber tube kept attached to the IV (intravenous) access line. It was further stated that the plastic piece inside the one-link was detached from its hard plastic outer ¿shell¿. This issue occurred when the nurse twisted to take the device from the line. There was no patient injury or medical intervention associated with these events. No additional information is available.